Manufacturer narrative:
A plant evaluation has been initiated.

Event description:
A user facility reported that during surgery the vaser ultrasound was weak and could not be used to complete the entire procedure. The patient was placed under general anesthesia and the ultrasound output was tested in a glass of water where it was noticed the output was weaker than normal. The procedure was performed on the patient for approximately 7-8 minutes and it was found the ultrasound delivery noise was very faint. The cannula was removed from the patient and again tested in water where no output occurred this time. After 40 minutes of troubleshooting the issue, the customer stopped using the vaser and finished surgery with traditional liposuction. There was no patient injury due to the product issue.

Manufacturer narrative:
Correction: section d1: change from vaserlipo system to vaserlipo handpiece. Section d2: change from system, suction, lipoplasty to ultrasonic surgical system generator. Section d4: change model from 110-0037 to vhp. Change serial#: from (B)(6). The vaser system was tested by field service using a loaner vaser handpiece and it worked properly. Field service determined the likely cause is due to a faulty vaser handpiece. The customer handpiece has not been returned for further evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. Based on all available information no conclusion can be drawn and no cause established.